Manufacturer narrative:
Product was returned, and analysis is yet to begin. A follow-up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via medtronic representative, regarding a patient implanted with a spinal product using probes for a l4/5/s plif. It was reported that while creating the pilot hole with the probe, a load was applied and the tip bent. During drilling a pilot hole, the tip of two units of the reported probe bent. Therefore, another probe was used. The bone was hard. The patient came in contact with the products. There were no patient symptoms ,or complications as a result of the event. The pre-op diagnosis was spinal canal stenosis. The levels implanted were l4/5/s. There was no delay in overall procedure time/ revision surgery/ additional surgery/ in-patient hospitalization, or prolongation of existing hospitalization. No health damage in the patient was reported. Both products were replaced by medtronic products. No further complications were reported/ anticipated.

Manufacturer narrative:
H3: product analysis: part# x0601003, lot# jm13c012- visual observation reveals that the tip of the probe has been bent from what appears to be overload. Hardness reveals that the probes are the proper hardness. This is consistent with bend stress overload. H6: updated patient code, eval. Code method post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.